Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what efforts were made to locate the blade tip during the procedure? The operative field was carefully checked and lavaged. Was this procedure converted to an open procedure? The procedure was open from the beginning. Are there any plans to locate the piece? There will be CT scans in the follow up of the patient in 6 months due to the disease condition. Was there any change in the patient care as a result of this event? No. What is the current patient status? Patient without complains. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown visceral surgery the scissor tip broke off. Unfortunately, the scissor tip could no longer be found. If the tip remained in the situs, foreign body reactions such as inflammation could occur. There were no patient consequences.